Manufacturer narrative:
Investigation shows no indication of false positive results for patients 1-3. No curve abnormalities are observed for any of the runs, and internal control amplification is robust. Furthermore, patient 1¿s sample was retested on a different liat® on the following day, and repeated the positive result. Patients 1 and 3 have weak target amplification and late cts, and are consistent with low titer samples. The results for low titer samples near the limit of detection, can be expected to waiver upon a retest. Additionally, due to the differences in technologies, results on one system may not always agree with another system. Finally, the deviations in sample collection could have affected the results. No product problem related to the customer allegation was identified. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results generated when using the cobas® sars-cov-2 nucleic acid test for use on the cobas® liat® system compared to the cobas® sars-cov-2 for use on the cobas® 6800/8800 systems the customer reported that three initial samples were tested with the cobas® liat® sn (B)(4) and generated sars-cov-2 positive results. One sample was repeated with cobas® liat sn (B)(4) and also generated a sars-cov-2 positive result. All 3 samples were repeated with the cobas® 6800 and generated sars-cov-2 negative results. All 3 results were reported as positive. No apparent harm or injury occurred in relation to the event. Investigation is ongoing and results are not yet available. Per the FDA guidance three (3) mdrs will be filed, one per patient.